Event description:
It was reported that the batteries were not charging and had "a very short lifetime, its not communicated for how long." The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 18-jan-2021, labled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 06-jan-2021, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) d9: yes return date: 2022-09-06 h3:yes h6:FDA method code(s): b01 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) h3: yes h6:FDA method code(s): b14, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: two (2) batteries ((B)(6)) were returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. Review of the manufacturing documentation for (B)(6) confirmed that the battery met all requirements for release. Log file analysis was not conducted since log files were not available. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. As received, (B)(6) was completely depleted. The battery was still able to charge and discharge as expected during bench testing. (B)(6) was able to charge and discharge as expected. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes for the reported ¿short lifetime¿ event involving (B)(6) can be attributed to soldering or welding defects. Possible root causes for the reported not charging event involving (B)(6) may be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.